Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020. The field service engineer (fse) confirmed battery needed to be replaced. The fse replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17nov2020. B4: 18nov2020. It was determined there was no malfunction of the battery, it was being replaced as part of standard preventative maintenance as required and outlined in the service manual. This record is not reportable as there is no malfunction or complaint and as such has no potential to cause patient injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported the battery needs to be replaced. There was no patient involvement.